Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The hospital will not return the device for evaluation due to the infection. No follow up doctor or surgeon contact information was provided. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the hospital reported the etiological agent of pve was (B)(6). The customer commented that there was an untreated tooth and most likely that would be the route of infection. However, we are unable to conclusively determine the source of the infection or root cause for explant of this device without return of the device.

Event description:
Reportedly, a 19mm valve was explanted after an implant duration of (B)(6) due to infectious endocarditis (ie). The customer reported that a magna 3000 was implanted for aortic valve replacement (avr) to correct aortic stenosis (as) on (B)(6) 2011. There was severe as but no ie at that time. The patient was discharged from the hospital on (B)(6) 2011. There was no inflammatory reaction observed 3 months after the operation. On (B)(6) 2011, the patient was admitted to the hospital due to a cerebral hemorrhage. The patient had a fever and diagnosed as ie. The patient was treated with antibiotics and discharged on (B)(6) 2011. However, she was admitted to the hospital again on (B)(6) 2012, due to a cerebral infarction. On (B)(6) 2012, re-avr was performed due to endocarditis. Etiological agent of (B)(6). The customer commented that there was an untreated tooth and most likely that would be the route of infection. No other patient information was provided.